Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-10332. It was reported the patient is experiencing ineffective therapy from the scs system. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming was unable to resolve the issue. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10332. Additional meaningful data received indicated that the leads were explanted and replaced. Therapy has been restored to the patient.